Manufacturer narrative:
The microsensor was returned for evaluation. Review of the history device records was not possible as the lot number was not found in our system. Failure analysis- the device was visually inspected. Device passed testing for ac, leakage and drift test. The catheter passed all testing performed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, a lego icp probe item no. 826850, had issues with sensors not reading correctly and apparently giving negative readings. Upon placement in patient gave readings of -46 mmhg alarming that cable issue detected. Registrar changed cerelink unit and cable for another new monitor and still had same issue. Registrar removed sensor 1, opened up new sensor (#2), again zero¿d which was successful.